Manufacturer narrative:
Findings: partially broken reservoir tube lip noted. Unit passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. Unit had battery tube threads cracked and minor scratched lcd window. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks around the reservoir housing of their insulin pump. The patient's blood glucose level went up to 500 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.